Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Batch history review: despite our requests, the batch number stay unknow. No batch history review can be performed. Investigation : we did not receive the defective sample for evaluation. Conclusion: without the defective sample, no thorough investigation can be performed and we cannot conclude on the real cause of the incident. However the complainant clearly indicates that the needle stick injury was due to patient movement during removal of the needle preventing the nurse from correctly activations the safety mechanism of the needle. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed. No corrective action is envisaged at the moment. It is worth noting that the IFU clearly describes the needle removal procedure to avoid any risk of abe: after completion of treatment, flush the port per institutional protocol. Stabilized the port by securely holding the base down. Firmly pull the wings up until you feel a firm stop and the needle is locked in the safety position. A green dot on the base of the needle confirms safety device deployment. Dispose off set in a sharps container. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by sales organization in (B)(4): on october 21, a patient manager from b. Braun prolabor (B)(4) has pricked herself while changing a port needle. Port needle removed from the patient, holding the holding plate with her left hand. Pulled the port needle with her right hand to remove it. The port needle was removed from the patient, the puncture site was bleeding, the patient was moving, thereby performing a forward movement, and pricked in the index finger base link on the left. Silver slider on the holding plate did not move in front of it, therefore no release of the safety mechanism.